Event description:
As reported, during use in patient of this pressure monitoring set, there was backflow of blood in the pressure tubing, and subsequently the blood pressure values stopped being displayed. The nurse has attempted to flush the device but the issue persisted. After few minutes following the stop of the pressure signal display, leakage was observed from the connector between the stopcock and the pressure tubing that unscrewed. The patient bled quietly during this time until the leakage was noticed. Blood loss estimated at less than 100 ml. The issue solved by changing the kit's arterial line. No treatment nor intervention needed at the patient level. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
The device involved in this event was not available for evaluation since it was discarded. Therefore, a product non-conformance or device failure could not be confirmed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned.

Manufacturer narrative:
Based on further investigation completed by the engineers, as the stopcock connection is part to part in our internal manufacturing process, the only operation performed is screwing the two parts. Also, it was confirmed that in the instructions for use clearly states that the costumer should ensure that the connections are secured . The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Additionally, it could be verified that there are current controls in place to prevent this type of malfunction in our manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.